Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Mw5079058; device not returned at this time.

Event description:
It was reported that the port and stylet were implanted in the patient, as the physician was unaware the catheter had a stylet. One year later a CT revealed that the stylet had broke and migrated the renal vein. The stylet was removed successfully. There was no reported patient injury.

Manufacturer narrative:
Additional information was provided by the complainant on 10/17/2018, associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Mw5079058.

Event description:
It was reported that the port and stylet were implanted in the patient, as the physician was unaware the catheter had a stylet. One year later a CT revealed that the stylet had broken and migrated the renal vein. The stylet was removed successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one stylet segment from a pport ti lp with 8fgroshong catheter kit was returned. A visual and dimensional evaluation was performed. The stylet wire was noted to be approximately 37.5cm in length with a distinct break noted at the proximal end. The proximal end of the wire was not returned. A bend was noted approximately 12.5cm from the distal end and a slight bend was also noted approximately 1cm from the proximal end/break site. The break surface was unremarkable upon inspection. Therefore, the investigation can be confirmed for stylet wire break. Per the reported event details, the physician was not aware that the product contained a stylet wire during placement. While a definitive root cause could not be determined based upon available information, it is possible that procedural factors, including improper implant technique (i.e. Cutting the wire) contributed to the reported event. However, it is unknown if device handling and/or patient factors may have also contributed to the reported event. Mw5079058.

Event description:
It was reported that the port and stylet were implanted in the patient, as the physician was unaware the catheter had a stylet. One year later a CT revealed that the stylet had broken and migrated the renal vein. The stylet was removed successfully. There was no reported patient injury.